Event description:
Mandarin manor nursing home notified red line that a "genius" thermometer allegedly malfunctioned while being used to measure the temperature of one of their patients. The home stated that the thermometer indicated a temperature of 99.6, when in fact, the alleged actual temperature was 103.7. The home stated that the patient died due to the alleged malfunctioning of the thermometer indicated a temperature of 99.6, when in fact, the alleged actual teperature was 103.7. The home stated that the patient died due to the alleged malfunctioning of the thermometer. The thermometer has been forwarded to the manufacturer - intelligent medical systems (of carlsbad, ca) for testing and evaluationdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.